Manufacturer narrative:
(B)(6). The laser machine was examined and tested by an amo field service specialist (fss). The fss confirmed the issue. The fss replaced the galvo block, performed alignments and calibrations. During inspection of machine, the fss found a z offset error and resolved by performing a z-range calibration. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Based on the investigation a mechanical problem was found. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient had intralase flap completed in right eye but ablation was not done that day. Patient was brought back on (B)(6) 2016 and surgeon decided to perform photorefractive keratectomy instead of the ablation procedure. Patient was treated that day with tobramycin/dexamethasone 3mg/ml/ 1mg/ml for ten days. Best corrected visual acuity (bcva) was reported as 6/6.